Event description:
The account alleged that the foot hi/low is drifting down and it is a slow drift. No injury reported.

Manufacturer narrative:
The account replaced the foot hi/low down valve to resolve this issue.